Event description:
The customer reported that their device would intermittently not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). A contracted third party service agent evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate or verify the reported failure. Further investigation was performed and it was found that the customer is powering their devices in the ambulance using an ac power adapter with an extension cable, which is powered from a dc power inverter. The operating instructions for this device has the following warning regarding the use of the ac power adapter with a dc power inverter: ¿physio-control has no information regarding the performance or effectiveness of the lifepak 15 monitor/defibrillator when the power adapter is used with a power inverter. It is the user¿s responsibility to verify that the monitor/defibrillator performs correctly when used with a power inverter.¿ physio-control is working with the local contract service agent and the customer to modify the system configuration for their lifepak 15's (lp15) in an effort to resolve the intermittent problems they have experienced. It is recommended that the devices be powered only by battery, with spare batteries and battery charger on each ambulance. After another follow-up with the customer, it was determined that they are currently in the process of replacing all of their ac power adapters with lp15 redi chargers and batteries. With the replacements placed into service currently, no further power related issues have been reported.